Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/22/2017 with the following findings: during investigation the display was found to be dim and discolored. Unrelated to complaint, the battery compartment was found to have multiple cracks at the thread area. Also unrelated to the complaint, the audio bolus button cover was torn and punctured; the audio bolus button responded appropriately during testing.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display screen was dim. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.